Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by the distributor that there was stain on dressing of red spot. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Correction: h4: device manufacture date - in initial emdr, the manufacture date was added as 06 january 2023, but the batch record confirms the manufacture date is 05 january 2023. Hence, it has been corrected. Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation. Findings, imdrf cause. H11: investigation summary: a batch record review was completed, and no discrepancies were found. Aquacel ag+ extra10x10cm(1x10pk)ster eur was manufactured under system application product (sap) code 1708331 and manufacturing lot number 3a00327 on 05 january 2023. System application product (sap) identifies the manufacture date as 06 january 2023, but the batch record confirms the manufacture date is 05 january 2023. Lot # 3a00327 was sterilized under run and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 3a00327. This is the only complaint for the affected lot registered within database. This batch is associated with planned deviation record in database relating to the use of newly validated lippke burst testers to be used instead of cobham burst testers due to the higher accuracy. The cobham burst testers are pre-populated in some batch records, so the deviation is in place to allow documentation of the newly validated lippke testers. This deviation would not have impacted or caused contamination. Two photographs were received for this issue, so have been evaluated in accordance with work instructions (wi). The photos confirm the reported product, lot and the complaint issue where a spot of red/orange discoloration can be seen on the dressing. The complaint sample was requested (B)(6) 2024. The complaint sample was received on (B)(6) 2024. Laboratory testing was completed on (B)(6) 2024. Laboratory testing for the dressings confirmed that the red/orange spot was made up of iron (iii) oxide (rust), with trace amounts of chromium suggesting the likely origin is steel. As the contamination did not penetrate the dressing, it is most likely that this has been rust in a liquid form that has fallen onto the dressing and dried to leave a rusty residue. The manufacturing lines do have stainless steel parts and do have liquid lubricants used which may indicate a likely source. However, as the batch was produced in (B)(6) 2023, it is unlikely that this rust residue would still be visible to investigate. No non-conformance was required for this issue as the mark on the dressing is affecting a single dressing only. In a batch of this size (7800 secondary packs), acceptable quality levels (aqls) for contamination would allow 5 dressings and reject 6 with contamination in a sample of 500 dressings as per process instruction (pi). Zero packs of this product remain in distribution centers (dcs), so if all (B)(4) primary dressings have been exhausted to return a single contaminated dressing, this is most likely an isolated issue. The product is packed into foil primary pouches, so it will not have been possible for the contamination to have been identified prior to final packing. The dressing has been identified before use and not used, so has not posed a risk to patient. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.